Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the case showed signs of cracking. The customer's reported problem of a motor rate error was identified in the pump's event history log upon review and the customer's stated problem was verified by flow testing. The motor assembly was replaced, including the worm coupling, gear, clutch, and motor mount, and teflon washers were replaced with delrin ones as the parts showed signs of wear (parts were over 12 years old). The chipped/cracked case was also fixed. Following replacement of the motor assembly the pump passed all function and delivery tests.

Event description:
It was reported that an ambulatory infusion pump exhibited a motor rate error. No patient details were provided.

Manufacturer narrative:
Other text: d5: operator of device updated. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).